Event description:
It was reported that the pt's pump stalled and was recovered. But the pump then went into a minimum rate with "some odd default settings." The pump was not explanted. The pt was being treated with oral medication and being watched. There was no information provided related to the medication, concentration or dosage of medication contained in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).